Manufacturer narrative:
The event could not be duplicated through the normal operation of the chair. Please refer to attached returned product evaluation.

Event description:
Customer's wife alleges she was operating the controller to the up position when her husband was thrown from lift chair. She alleges the chair moves up too quickly and drops.

Event description:
Customer's wife alleges she was operating the controller to the up position when her husband was thrown from lift chair. She alleges the chair moves up too quickly and drops.

Manufacturer narrative:
Device not available for evaluation. A follow-up report will be submitted should the device become available.